Event description:
It was reported that an ilet user experienced hyperglycemia after lunch with a blood glucose of 208 mg/dl that trended down to 158 mg/dl while asking how long the pump would take to reach a target of 120 mg/dl after changing targets per clinician guidance; education was provided that the pump would adapt to the new target and gradually correct over the next hour. Symptoms included elevated blood glucose. Outcomes included no injury, no alarms, no alerts, and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction and normal automated insulin delivery behavior during adaptation to a new target, with glucose decreasing toward target. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.